Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4) alleging that the subject meter read inaccurately low compared to another meter. The reporter obtained a blood glucose result of "36mg/dl" with the subject meter but could not provide the result obtianed on the other device. The tests were performed within 30 minutes of each other. This complaint is being reported because the reported issue was not resolved with troubleshooting, since we could not confirm that the calculated difference exceeded our criteria as no values were given. There was no indication that the product caused or contributed to an adverse event.